Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Patient code (B)(4) used for: the complainant indicated that the drill bit broke intra-operative and a non-implant grade fragment is retained in the patient. Device history records review was conducted. The report indicates that the: DHR review: part # 03.010.075 synthes lot # 4990258 supplier lot # (B)(4) release to warehouse date: 02 may 2005 supplier: (B)(4). Relevance to complaint condition cannot be determined until the product is investigation is completed. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure for implanting a synthes lateral entry recon nail on (B)(6) 2018, a 4.5mm/6.5mm stepped drill bit large qc/485mm would not pass through the protection sleeves and the nail as it should. During this process, the drill bit broke inside of the patient bone. The broken fragment of the drill bit was retrieved and nothing was left in the patient. Also, a recon locking aiming arm for lateral entry femoral nails-ex was not working properly as it was misaligned with nail, but prior to insertion of femoral neck/head component, nail connection was checked and the aiming arm connection was secured as well. Two of the 11.5mm/8.5mm protection sleeve for recon locking and two 8.5mm/3.2mm wire guide for recon locking were also not guiding the drill bit properly through the nail. A standard insertion handle connected with the aiming arm wasn't working properly as the sales consultant heard some noise when the handle was being used. A cannulated connecting screw for standard insertion handle was not getting connected properly and a 5.0mm flexible shaft was not able to pass over a 2.5mm reaming rod. There was a surgical delay of 30 minutes and the surgeon was unable to implant recon screws into proximal femur. To complete the surgery, the surgeon opted to lock in dynamic hole by using a regular 4.9mm locking volt. The surgery was completed and the patient was stable after the surgery. This complaint involves six (6) devices. This report is 4 of 6 for (B)(4).

Manufacturer narrative:
DHR review: part # 03.010.075, synthes lot # 4990258 , supplier lot # 36971, release to warehouse date: 02 may 2005 . Supplier: precision edge surgical products material review report was generated during production for 13 parts with 8.60 mm pin will not go. Parts were rejected and corrective action was to use an 8.59 pin as the inspection standard and revise inspection sheets to reflect this change. This non-conformance is relevant to the complaint condition. Review of the device history record showed that there were issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed part number: 03.010.075 synthes lot number: 4990258 supplier lot number: 36971 release to warehouse date: 02-may-2005 expiration date: n/a supplier: precision edge surgical products mrr #97324 was generated during production for 13 parts with 8.60 mm pin will not go. Parts were rejected and corrective action was to use a 8.59 pin as the inspection standard and revise inspection sheets to reflect this change. This non-conformance is relevant to the complaint condition. Review of the device history record(s) showed that there are potential issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Device condition: the 11.5mm/8.5mm protection sleeve was received intact with no observed deformation. The device was functionally tested with the returned mating wire guides, 03.010.076, and found to properly assemble and disassemble. Functional testing with the nail could not be performed as the mating nail was not received. The balance of the device shows surface wear consistent with use and which would not impact the functionality. The device was dimensionally inspected in the ¿drawing review¿ section below and no discrepancies were observed. Thus, as no functional or dimensional issue was identified, the complaint condition for this device is unconfirmed and could not be replicated. Lot number review: mrr # 97324 was created on 19 apr 2005 for 13 out of 65 for inner diameter specification diameter was 8.60 mm / 8.65 mm using hs gage. Non-conformance 8.60 pin will not go. It was determined that 8.59 diameter pin will pass. Qe determined 8.59 diameter will pass at this size, slight rubbing may occur with mating part due to straighten tolerance, but this will not affect part function. All 65 were deemed use as is on 22 apr 2005. Relevance to complaint condition could not be determined until the product was returned for investigation. Upon receipt of the device, the inner diameter was found to accept a best fit gage pin of 8.60mm. Therefore, the device was found to be conforming. Thus, there were no issues during the manufacture of the product that would contribute to this complaint condition. The lot went through the required steps during the inspection at the time of manufacturing and the DHR records showed no issues concerning the material or material conditioning. Release to warehouse date: 02-may-2005 drawing review: based on the date of manufacture the drawings reflecting the current and manufactured revision, were reviewed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The inner diameter of the distal cannulation of the shaft measured 8.60mm which is within the specification of 8.60mm +0.05/-0. The outer diameter of the shaft measured 11.47 which is within the specification of 11.46 +0.02/-0. No definitive root cause was able to be determined as no product issues were identified with the protection sleeve. The insertion handle 03.010.076, which is also a part of the alignment construct, had a broken tab. This tab is responsible for alignment and thus, would impact the ability to align the construct. Conclusion: a device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. The complaint condition is unconfirmed as no issues were identified with the returned device. There is no indication that a design or manufacturing issue contributed to the complaint. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.